Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported a clinic nurse said the programmer would not interrogate certain pacer pacemaker models. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer would not interrogate due to the rf (radio frequency) head connector of a printed circuit board assembly has cracked solder joints. The stylus was broken and the system fan was noisy.